Event description:
Information received by medtronic indicated that the customer reported the insulin pump was damaged and received pump errors. Troubleshooting was partially performed and found that the location of the damage was the pump screen area. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"There are two alarms: 1) (B)(6) 2023 02:06:28 fault 15 inverse check was triggered by function sch_setprevstate(), file scheduler_crit_data.c. Analysis of the register dump shows that inverse value sch_criticaldatastorage.data.prevstate conforms to value sch_criticaldatastorage.data.prevstate conforms: sch_criticaldatastorage.data.prevstate conforms = 8 (sch_time_valid) and ~sch_criticaldatastorage.data_inverse.prevstate = 8. So, there was not condition to triggering fault 15, since scheduler task has the highest priority (3) amond all application tasks and inverse check performs when interrupts are disabled. It looks like a bum. 2) (B)(6) 2023 04:54:55 fault 53 software error was triggered by function ui_interfacequeuesendmessage, file ui_interfacequeue.c because the attempt to put message to the ui queue was unsuccessful. Analysis of register dump shows that function tx_queue_send() returns code 0xb (tx_queue_full). Analysis of code shows that such message could be put only by ui task. So, it looks like that ui did not have possibility to pull messages from its queue due to low priority. This case needs more investigation." The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. No unexpected alarms/alerts/anomalies noted during analysis. The history/trace downloads were successful using thump. The following alarms were noted on event date: pump error 53 on (B)(6) 2023 04:55:05.000. Pump error 53 ((B)(4)) confirmed. Issue isolated to the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, scratched lcd window (minor), cracked reservoir tube lip, cracked keypad overlay, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, label damage, and partially detached retainer. Unspecified alarm confirmed due to pump error 53. Pump error 53 confirmed. Issue isolated to the electronic assembly. Cosmetic damage was confirmed at the lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.